Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did identify two depressed battery pins that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem that the pump turns off which was unable to be reproduced during evaluation; however, two depressed battery pins were observed affecting dc operation. The battery contact pins were cleaned and pulled out to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without user input. There was no patient involvement. No additional information is available.